Event description:
A pump malfunction was reported. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. To address the high blood glucose, the customer administered a correction bolus via the pump without requiring third-party assistance. The customer reverted to an alternate method of insulin therapy.